Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs trial system on (B)(6) 2011. The trial system was explanted on (B)(6) 2011. It was reported that the patient complained of significant pain on (B)(6) 2011, but she did not characterize or indicate where the pain was felt. She will follow up with her physician. No further information is available at this time.